Event description:
The customer contacted stryker to report that their device was experiencing a shock abnormality. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker depot technician evaluated the device and was unable to duplicate the issue but was able to verify the issue in the device's memory. The therapy connector appeared damaged, and was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service. The cause of the issue could not be determined.